Event description:
It was reported that an ezm10-10-10 has not maintained compressive angle. The easy clip was expanded using the appropriate spreader and placed on the back table prior to pt contact. The device did not appear to close as expected so another easy clip was used without further difficulty.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, then it will be submitted in a supplemental report.